Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 71mg/dl and over 400 mg/dl. Troubleshooting was not performed high blood glucose. The troubleshooting was performed for the sensor glucose versus blood glucose. Insulin delivery was not suspended due to sensor glucose versus blood glucose. The product will not be returned for analysis.